Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. On (B)(6) 2024, the patient mentioned that "the readings were really off and just out of the wall¿, she experienced diabetic ketoacidosis and was hospitalized. The patient declined to provide further information about the event. The patient called to report that she underwent a computed tomography (CT) scan and was asking for sensor replacement. She mentioned that she got hospitalized and they ripped off her sensor, so she was missing sensors now on her supplies. The patient was asking for replacement for the sensors that were wasted due to CT scan. Although the cgm was reported as inaccurate, there were no bg nor cgm readings reported. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.